Event description:
It was reported that the pt was experiencing a burning sensation at the lead-extension connection site when stimulation was turned on. The burning sensation occurred after a replacement. The pt stated the physician forgot to place the boots on the extensions at the time of replacement. A revision was done in the (B)(6) 2011, and it was confirmed that the boots were missing from the lead-extension connection points. Boots were placed on the extensions, and the pt's symptoms resolved.

Manufacturer narrative:
(B)(4).